Event description:
During a pfa pulmonary vein isolation procedure, during aspiration, air and blood leaked from the sheath following the insertion of the catheter into the sheath. The sheath was replaced, and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available. One 13f agilis steerable introducer sheath was e received for evaluation. An event of a leak was reported. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub, and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. Review of the batch record was not possible as the lot number is unknown.